Manufacturer narrative:
Insulin pump had no alarms noted. Insulin pump passed the self test and error test. Insulin pump received with a display history failed on star up alarm in the history file. Insulin pump alarmed, due to corrupted history file. Insulin pump had a cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had alarmed multiple errors, seven times. The customer's blood glucose was unk. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).